Manufacturer narrative:
The surgical patties (ID 801407) were not returned for evaluation but a photo was provided: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a photo was provided showing the brown spots on the cottonoid. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation. Per the failure analyst: the ¿cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators identified in the traveler will be retrained per an ils.¿ a corrective and preventative action (CAPA) a CAPA has been closed in (B)(6) 2022 for the patties/strips product family relate to discoloration, incorrect count, string issues, and x-ray detectability. The CAPA implemented preventative actions to minimize the issue reported.

Event description:
N/a.

Event description:
A facility reported a surgical pattie (ID 801407) have a brown portion in cotton, discovered before the procedure. The product was in its sterile packaging and opened in the operating room. It was stored in the sterile supply room. The product was not in contact with the patient and patient was not prepped for surgery. No surgical delay was reported and the procedure was completed with a replacement product available. The patties were used for fess sinus surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.